Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started experiencing new onset persistent atrial fibrillation with rapid ventricular rate (rvr) despite dc cardioversion (dccv) and intravenous amiodarone bolus on (B)(6) 2018. The patient continued to have atrial fibrillation and was treated with changes to medication and cardioversion and monitored during prolonged hospitalization. The patient was discharged on (B)(6) 2018 on amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that on (B)(6) 2018, the patient had new onset persistent atrial fibrillation with a rapid ventricular response (rvr), despite direct current cardioversion (dccv) and an amiodarone bolus. The patient continued to have atrial fibrillation and was discharged on (B)(6) 2018 on amiodarone. The patient remained ongoing on support from (B)(6) until they ultimately expired on (B)(6) 2020 due to a patient condition. Cardiac arrhythmia is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.